Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that autopulse platform (sn (B)(6) displayed fault 41 (patient temperature sensor failure) upon powering up. The failure seems to be due to internal fan contaminants (feathers, etc.). No patient involvement.